Manufacturer narrative:
The pcb00 device was received to the manufacturing site in a plastic bag. Visual inspection, using a microscope at 10x magnification, showed that the intraocular lens was jammed/stuck at the cartridge tip. The customer's reported complaint of missing lens was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: na (not applicable) the lens was not implanted. Explant date: if explanted; give date: na (not applicable) the lens was not implanted; therefore, was not explanted. Initial reporter telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during use of the intraocular lens (iol), the operating room assistant performed the second step in the preparation of the lens. The doctor performed the next step, screwed to advance but the lens did not come out. Therefore, they took another lens, same model. There was no patient injury reported or an incision enlargement required. The operating room assistant reported that they think that there was no lens in the inserter. Further information provided stated that the end of the cartridge was in the wound of the patient's eye. No further information was provided. Customer is reporting two events, same issue. This report represents lens with serial number (B)(4).